Event description:
I have tried for almost a year to get a response from this company on the MRI safety of their product. Because they never answer their phone or email back, I could not get a breast MRI to see how much my triple negative breast cancer has spread. This has impacted my doctor's ability to form a proper plan to treat my cancer. I have also been living in pain since this device was implanted but I am not able to get a lumbar MRI to see what's happening.